Event description:
Healthcare professional reported left side capsular contracture, baker grade lll. Damage of the device during explant was reported as a "hole on bottom" of the device, which was determined to be not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and use error: observed, one opening assessed as surgical damage per rga. Note. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade lll. Damage of the device during explant was reported as a "hole on bottom" of the device, which was determined to be not device related. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade lll. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.